Manufacturer narrative:
H.6. Investigation summary: customer returned one (1) loose 29gx12.7mm, 0.3ml bd insulin syringe. Consumer reported the hub was detached with the shield. The returned syringe was examined and it was observed that the needle hub/shield assembly was not separated from the syringe barrel removing the cannula shield did not result in hub separation. Since no evidence of manufacturing defect was observed the alleged issue could not be confirmed. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe hub detached with the shield before use. The following information was provided by the initial reporter, translated from japanese to english: "the hub was detached with the shield."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe hub detached with the shield before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the hub was detached with the shield."